Manufacturer narrative:
Conclusion: according to the information received from the field a burr at the tip of the electrode array was noticed before inserting the electrode. During device investigation at hq, the electrode was found to be within specification and no abnormality could be observed. The origin of the reported burr at the tip remains unknown, as it was not attached to the received device anymore. A back-up device was implanted successfully. This is a final report.

Event description:
During initial implantation, the surgeon noted a burr at the tip of the electrode array before inserting the electrode array.

Event description:
During initial implantation, the surgeon noted a burr at the tip of the electrode array before inserting the electrode array and discarded the device.

Manufacturer narrative:
Additional information: according to the information received from the field a burr at the tip of the electrode array was noticed before inserting the electrode. However reportedly the device was discarded. Therefore a root cause for the observed issue cannot be determined. A back-up device was implanted successfully.

Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During initial implantation, the surgeon noted a burr at the tip of the electrode array before inserting the electrode array and discarded the device.